Manufacturer narrative:
System is not accepting 424 (cap) as investigation findings code. Hence, mentioning it here. Type of investigation: 10. Investigation findings: 424. Investigation conclusions: 2306. The inpen paired to the commercial app. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Logbook recorded accurate doses however, inpen failed displacement dose accuracy test. Inpen passed dialing alignment using dose knob zero alignment gage. Unable to confirmed front cap investigation. Inpen was received with missing front cap. Performed battery investigation and measured 3.044v. Performed electrical investigation. While attempting to transmit a signal, the scope displayed irregular/inconsistent pulses. The fact that irregular/inconsistent pulses were observed prior to disassembly can be an indication that the contact springs on the encoder contact boards were not touching the contacts on the pattern wheel or not exerting enough pressure to make electrical connection to produce consistent encoder pulses. In conclusion: inpen failed displacement dose accuracy during testing. Therefore, dose log inaccuracy was confirmed. Customer concern was isolated to the mechanical assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported inpen was not dispensing doses and was not recoding doses. The customer reported no adverse event. The event involved product(s) mmt-105nnblna. Troubleshooting was performed and found that the intended dose and dose amount recorded in inpen was greater than 1.0 unit. During a test, 5 unit doses were not accurately recorded. No harm requiring medical intervention was reported. The customer will discontinue the use of the inpen. The product mmt-105nnblna will be returned for analysis.